Manufacturer narrative:
Physio-control performed a review of the electronic device data. It was observed that the device had experienced multiple unexpected shutdowns, which were preceded by high current functions, such as printing. It was observed that the installed batteries at the time of the event were from 2015 and 2009, with the latter being the active battery. It is recommended by physio-control that the batteries are replaced after two years. The power pcb assembly and batteries were identified as needing replacement. The device could however no longer be repaired. The customer was offered a replacement device, and the customer's device will be scrapped locally, by the customer. The cause of the reported issue was determined to be fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11 and old batteries. The fretting corrosion on j11/p11and old batteries can increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted physio-control to report that their device would experience intermittent loss of power. In this state, defibrillation therapy would not be able to be delivered, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would experience intermittent loss of power. In this state, defibrillation therapy would not be able to be delivered, if needed. There was no patient use associated with the reported event.